Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was described as being bent right out of the packaging. It was discovered prior to being used on the patient. No patient harm. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was described as being bent right out of the packaging. It was discovered prior to being used on the patient. No patient harm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was described as being bent right out of the packaging. It was discovered prior to being used on the patient. No patient harm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
From "no patient involvement" to "no consequence or impact to patient". (B)(4). The vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed on the cannula. A visual inspection was conducted. The scope wash tubing and the retention rib was observed to be slightly bent. The c-ring was not transected. There were no missing components observed on the c-ring. No other failures were observed. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no observed resistance or difficulty. Based on the returned condition of the device and the results of the investigation, the reported failure "bent; cannula; c-ring bent" is confirmed.